Event description:
The user facility reported that water was leaking from under the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a hose from the recirculation piping and an over temperature switch from the chamber had tripped. The technician placed the hose back on and secured it with a hose clamp, reset the ots, ran a test cycle and confirmed the unit to be operational.